Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the xenon light source exhibited a lamp that exceeded its life cycle and presented sticky switches. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5 and h6 (component codes and medical device problem codes). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation for the event of intermittent image issue, as the scope socket pins are corroded, it is presumed that electrical communication could not be conducted properly due to corroded scope socket pins and it led to the phenomenon intermittent image issue. Based on the results of the investigation for the event of front panel display flashing, a probable cause could not be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the xenon light source exhibited intermittent image issues, scope socket has corrosion on pins and front panel flashing. There were no reports of patient involvement.